Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The patient presented for an implant procedure. During the procedure, the right atrial (ra) and right ventricular (rv) leads were noted to be twisted. As a result, the ra and rv leads were not used and replaced. The patient was in stable condition throughout the procedure.